Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 143 mg/dl and the sensor glucose was 69 mg/dl at the time of the incident. The customer¿s sensor glucose were 138 mg/dl, 136 mg/dl and 89 mg/dl. The customer blood glucose levels was 69 mg/dl and sensor glucose level was 70 mg/dl. The sensor will not be returned for analysis.